Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a discrepant material was identified. Two (2) units with embedded particulates, one (1) unit with a blue speck within the fluid path, and ten (10) units with blue specks on the outer/non-product contact surface. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D9 date returned to manufacturer: 4/28/2025. H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The device was found to have blue specks on the stopcocks that were not imbedded in the molded material or in the fluid path area. The products were unpackaged with the suspect contamination as superficial and easy to wipe off. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.